Event description:
Customer called to get help with her meter because it was not counting down as expected. During troubleshooting, it was discovered that the meter was in mmol/l. The meter was changed back to mg/dl. This was a new meter and the customer had not yet used it to adjust medication.